Event description:
A report was received that the patients lead displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patients stimulation issue that led to the revision was ineffective therapy. The patient underwent a lead replacement procedure and the physician visually noted lead breakage. However the physician did not see exposed wires on the broken lead. The patient was reportedly doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation regarding the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead displayed high impedances. The patient will undergo a lead replacement procedure.